Event description:
Patient segment elevation myocardial infarction in emergency department went into ventricular tachycardia (nurse in room, other staff responded immediately). CPR started and patient hooked up to defibrillator. Defib machine charged, I attempted to shock, and the machine disarmed without initiating shock. This happened more than once (if I had to guess this was 4-6 times the machine disarmed without initiating a shock). I had to obtain a different machine while CPR was in progress. From what I can tell this did not affect the outcome of the patient as he was alert and responsive after the last shock and upon arrival to the cath lab. I was told by other nurses that they had a similar problem during a defib situation recently. The machine was removed from the cart and is out of service right now.